Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgery, there was lack of power from the cusa excel 23khz straight handpiece (c2600), but no error was shown. Additional information received as follows: ¿ did the issue cause any increase of surgical time (= or > 30 minutes)? >> yes, almost 10 hours. ¿ did the issue lead to any user / patient injury or death? If yes, how is the patient now? >> no. ¿ how did the surgeons finalize the surgery? (Another product? Another method?) >> surgery continued laparoscopically and ended with open surgery. ¿ only if applicable: did the issue result in smoke, fire, and/or burns? >> no, it stopped delivering cutting power (it was only vacuuming) and it never gave any alarm.

Event description:
N/a.

Manufacturer narrative:
The cusa excel handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the housing has a crack because a solder joint in the coil form has a bad connection. Additionally, several solder joints in the coil form need to be re-soldered, and the housing and o-rings need to be exchanged. As a result, the joints have been re-soldered, and the housing and all o-rings have been replaced. A full function test including calibration and safety test according to manufacturer guidelines has been performed. Root cause - the root cause is confirmed as cracked housing and coliform. Additionally, our records show that this product is 20 years in the field with a history of 8 annual service. As per section 15, "maintaining the system" of the cusa excel manual, it is recommended not to exceed 50 hours or 100 surgical procedures, whichever comes first. Regarding the cracked housing issue, "fsca 3006697299-05/29/2024-001-c" was launched in may 2024; therefore, no further action is required. At present we consider this complaint to be closed.